Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs: 00596403014 articular surface size cd 14 mm ht lot# 64015825 MDR: 0001822565-2021-01964. 42500805802 femur trabecular metal posterior stabilized standard porous lot# 63930585 MDR: 000182256-2021-01966. 00595403701 tibial tray fixed bearing size 3 lot# 63885627 MDR: 0001822565-2021-01967.

Event description:
It was reported a clinical study patient underwent primary right knee. Subsequently patient developed an effusion of right knee, and aspiration and ultrasound performed about 2 years post procedure and 30cc of fluid removed. It is noted that the reported event resolved without further incident, and patient has completed clinical study and remains implanted.